Manufacturer narrative:
Section b5: the following additional information was provided by the surgeon for the procedure: the anastomotic leak was identified via a CT scan with contrast before the 24-hour mark after the initial procedure was completed. A leak test was performed. The patient did not experience a post-operative complication, such as blood loss; however, they did present with a fever and mild pain following the initial procedure. The leak occurred at a location where a white sureform 60 stapler reload was used. There were no reports of patient injury or any malfunctions of the da vinci system, instruments, and/or accessories during the initial procedure. However, the surgeon believes that the sureform 60 stapler instrument loaded with a white sureform 60 stapler reload caused or contributed to the leak. The reoperation to address the failed anastomosis was performed 24 hours after the initial procedure. The anastomosis was repaired with suturing via a revisional laparoscopic procedure. The surgeon confirmed that two staples at the end of the gastro-jejunal anastomosis were open; there were no loose staples in the patient. The patient's current status was described as perfect.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that after completion of a da vinci-assisted gastric bypass (roux-en-y) procedure, a patient underwent an emergency re-operation 24 hours after the initial procedure, due to a failure of the anastomosis created by a sureform 60 stapler instrument loaded with a white sureform 60 reload. The surgeon stated that the staples at the end of the gastro-jejunal anastomosis were badly formed and loosely attached to the tissue. Per the reporter, the patient was okay after the re-operation.

Manufacturer narrative:
Based on the customer's claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the white sureform 60 reload for evaluation. If additional information is obtained, a follow-up MDR will be submitted. A review of the device logs for the instrument associated with this event was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the logs show the instrument was installed on the system 8 times, and it fired 8 reloads (3 white, 1 blue, 1 white, 1 blue, 2 white, in that order). On the first two installs, the first clamp was successful, however the firings were completed with 4 and 5 pauses for compression, respectively. The maximum firing torques were approximately 2 times higher than normal. On install 3, there were 5 incomplete clamp attempts ranging from ~45% to ~82% completion, and 2 aborted clamps at ~45% and ~47% completion. The 8th clamp attempt was successful, but it was followed by a firing failure, stopping at ~50% completion, after a duration of 43 seconds. On install 4, the system failed to detect the reload color, and the user manually selected the blue reload. The first clamp was successful, and the firing was completed, with 3 pauses for compression. On installs 5, 7, and 8, the firings were completed, with 1 pause for compression on each. On install 6, the firing was completed, with no pauses for compression. There were no incomplete unclamps for this instrument. There were no relevant stapler related errors in the system logs. A review of seven provided images associated with this event was performed by an isi clinical development engineer (cde). The following additional information was provided: from the photos provided, the attempted gastro-jejunal anastomosis can be seen, which was stapled and transected. On the left-hand side of the staple line, at least 3 malformed or incompletely formed staples can be seen, although the complete staple line cannot be adequately observed in any of the photos to accurately identify what could have occurred. A root cause for this event cannot be determined from these images.